Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used 8 times. A dissection showed a guide wire lumen kink 1.02 inches from the tip inside the balloons. Pressure testing did not show any leaks. In conclusion, the guide wire lumen kink was confirmed through product analysis. The catheter failed the inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter appeared bent under fluroscopy and the deflection could not be released. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files were returned and analyzed. The data files showed twenty-two injections were performed with balloon catheter 2af284 with lot number 04062 without any system notice. Additionally, the data files showed eighteen injections were performed with two balloon catheters, and a system notice 50012 (the refrigerant delivery path is obstructed) was triggered on the tenth application. The first eight applications were performed with balloon catheter 2af284 with lot number 34418-87 and the last ten applications were performed with balloon catheter 2af284 with lot number 34418-93. In conclusion, the reported guide wire lumen kink and the root cause of the malfunction could not be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.